Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the frames are kind of bent and broken near both front casters.